Event description:
An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2013. The lead impedance was marked as "ok". It was reported that the explanting facility does not returned explanted devices so the device will not be returned for analysis.

Event description:
On (B)(6) 2013, it was reported that this patient had falls a couple of days ago which caused the device to move. The device was checked and was ¿not working.¿ x-rays were taken which showed that the device had moved. Clinic notes dated (B)(6) 2013 indicated that this patient was seen due to a recent fall on the left side of the chest and soon after noticed that her device was displaced. The patient began to have chest pain and was uncomfortable. The patient did not experience any obvious unpleased side effects with stimulation. The device was interrogated, and settings were provided. A diagnostic test was performed in which there appeared to be a problem in output current. The output delivered was 1 ma but was expected to have 1.75 ma but there was no evidence of impedance problems. The physician¿s impression was that the device was malfunctioning, and the patient was referred for revision. A voicemail form the patient indicated similar events. Follow-up with the physician showed that the patient was experiencing extremely painful stimulation at the generator and electrode site. The patient was previously programmed to an output current of 1.75 ma, but the stimulation had to be reduced to 1.0 ma to alleviate symptoms; however, reducing the output current caused the patient to have an increase in seizures due to the loss of therapy. The patient was prescribed medications to control seizures as she was previously seizure free. The patient was referred for surgery because it was believed that there was a device malfunction. Diagnostics were performed and returned within normal limits. It was also stated that there was pain due to the generator moving in the chest. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2013, this vns patient reported that she was seen by her physician on (B)(6) 2013. The patient had a wound abscess from another surgery that prevented her from being able to undergo generator revision. The patient also stated that she had a seizures one month earlier and several emergency room visits, not related to vns. The patient stated that her seizures had been increasing for about two weeks to seizures almost every day to every other day because her device was not working. Surgery is likely but has not taken place.